Manufacturer narrative:
The reported event of inadequate insertion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure, the lead was unable to be inserted fully into the device. This was alleged to be a device issue, and a new device was used to complete the procedure. No adverse patient consequences were reported.